Event description:
Additional information was received from a post on (B)(6) on stating that the patient believes that the device migrated and then paralyzed her vocal cords. She also later replied that she was glad that she got her vns removed. No additional or relevant information has been able to be received to date.

Event description:
It was reported on from a post on (B)(6) that the patient alleges that she has partial paralysis of her left vocal cord. No additional relevant information has been received to date.